Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keeps alarming with no delivery during bolus attempts. The customer has changed the reservoir and infusion set three different times but the no delivery alarms persist. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery alarm. The customer rewound the pump instead of priming, but it still alarmed with no delivery. The customer then primed the pump but the no delivery alarm recurred. The customer disconnected and reconnected the same infusion set and reservoir, and then successfully pushed insulin through the tubing. However, when he tried to run a manual prime the pump alarmed no delivery once more. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.